Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text: see h.10.

Event description:
It was reported that bd integra¿ 3 ml syringe w/ detachable needle broke inside the patient. This was discovered after use. The following information was provided by the initial reporter: material no: 305272, batch no: unknown. It was reported that needle broke inside husband. Verbatim: integra 305272, lot #: unknown, occd date: (B)(6) 2019 needle broke in husband site with testosterone injection that wife/caller gave. Caller has been giving injection for about 6 months. Can see the word retracting on packet but does not know what that means. Informed this caller the function of retracting needles. She never saw this before. They went to the ER on (B)(6) 2019. The hospital completed an x-ray of the site and did not locate the needle. Advised to schedule a cat scan that they did not do at this time. Again informed this spouse how the syringe worked. She is not with the syringe at this call time. Does not want the mailing kit. Feels this is her evidence. Sending mailing kit anyway informed her of this.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd integra¿ 3 ml syringe w/ detachable needle broke inside the patient. This was discovered after use. The following information was provided by the initial reporter: material no: 305272 batch no: unknown it was reported that needle broke inside husband. Verbatim: integra 305272 lot # unknown occd date (B)(6) 2019 needle broke in husband site with testosterone injection that wife/caller gave. Caller has been giving injection for about 6 months. Can see the word retracting on packet but does not know what that means. Informed this caller the function of retracting needles. She never saw this before. They went to the ER on (B)(6) 2019. The hospital completed an x-ray of the site and did not locate the needle. Advised to schedule a cat scan that they did not do at this time. Again informed this spouse how the syringe worked. She is not with the syringe at this call time. Does not want the mailing kit. Feels this is her evidence. Sending mailing kit anyway informed her of this.